Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
One fogarty dilation atrioseptostomy catheter with attached nipro 2.5 ml syringe was returned for evaluation. Blood was visible on the proximal balloon windings. The balloon and windings were examined and the balloon latex surface appeared deteriorated. No damage to the distal or proximal windings was observed. The balloon was inflated with 3.6 cc air and the balloon inflated concentric for 5 minutes. The balloon deflated within 1 second. Per specification maximum deflation time from full capacity with air is 5 seconds. The balloon was again inflated using 1.8 cc water and the balloon inflated concentric and did not leak. The balloon deflated > 15 seconds. Per specification maximum deflation time from full capacity with water is 15 seconds. Balloon testing was performed with lab syringe. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Customer report of balloon deflation issue was confirmed during analysis. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. The fogarty catheter is typically used on vessels that are already occluded so the potential for ischemia related to deflation difficulty in this set of circumstances, is less likely. However, deflation difficulty can also impair balloon modulation during use, which has the potential to lead to vascular injury; therefore, the potential for injury is not considered to be remote. It should be noted that the IFU clearly states in the warning section that: use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded. It is unknown whether user or procedural factors may have contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the balloon did not deflate during use. The balloon eventually deflated after a few attempts to deflate. No additional treatment was required when removing the catheter from the patient. Patient demographic information requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
In the initial MDR for this complaint, an incorrect use statement was documented. This is the correction as well as additional information. This non-conformance involves the use of an atrioseptostomy catheter during a balloon septostomy procedure. The balloon did not deflate as anticipated. This caused a procedural delay but there was no injury to the patient. The septostomy procedure had been completed. Pediatric patients stability is more affected by procedural delays. A balloon that has difficulty deflating has the potential to obstruct blood flow. The procedural delay occurred while attempting to remove the catheter. A product risk assessment was performed for the non-conformance of atrioseptostomy balloon deflation difficulty. A CAPA was opened, field corrective action was instituted recalling all atrioseptostomy catheters from the field and the atrioseptostomy catheters will no longer be manufactured by edwards facilities.